Event description:
Additional info received from MFR on 02/11/1998: co, to the extent of their knowledge, has never received a report of injury or illness arising from bacteria or virus contamination from dealers or consumers, etc. Concerning the product (mag mag breast pump). Therefore, pigeon does not think that the subject of the complaint report is a pigeon product. Since this product draws out mother's milk, the risk of contamination by bacteria and virus is not absolutely nil. However, the product includes a "pump cleaning adapter" and instructions on washing are included in the instruction manual. Therefore co thinks that this product does not have the risk indicated in the complaint report.